Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: - the entire image was blurred due to damage to the ccd unit - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector during testing and inspection the customer¿s complaint (broken pin) was confirmed, the guide pin of the electrical connector was missing. Testing and inspection also found: the nozzle is deformed due to a shock applied to the distal end, the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, due to insufficient cleaning the connector cover is dirty, the adhesive on the bending section cover is detached, due to insufficient cleaning the bending section cover contains clotting protein, due to physical stress the image guide protector has a cut, due to handling part of the insertion tube is caught and pinched-the insertion tube becomes deformed, physical due to physical stress the scope cover and grip has a scratch, switch number 1 and switch number 2 were discolored due to physical stress, due to chemical stress switch number 2 and 3 were worn, the up/down and right/left knob is dirty due to insufficient cleaning, due to physical stress the universal cord buckled, due to insufficient cleaning the scope connector is dirty, due to insufficient cleaning the control unit is dirty, due to wear of angle wire, bending angle in up/down and left/right direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to deformation of nozzle, water removal ability does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a procedure they observed that the image was intermittent and blurry. In addition, the electrical connector pin was broken. The procedure was completed. There were no reports of patient harm associated with this event.